Event description:
It was reported that increased threshold was observed. The patient condition is good after the event. Further testing was recommended. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.